Manufacturer narrative:
Zimmer biomet (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The doctor confirms that the implant located in dental position #26 suffered a lack of primary stability and was impossible to place. The doctor confirms that the dental surgical procedure was not completed with another implant on the same day and also confirms that the patient did not suffer any negative impact on his health.